Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick over-the-wire 15/1.5 mm balloon ruptured at 10 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the distal right coronary artery. The physician used a 6 fr medikit introducer sheath for vascular access, a runthrough guidewire and a zuma2 guide catheter to cross the the lesion. The maverick over-the-wire balloon was being used to predilate the lesion for placement of a cypher 23/3.0 mm stent. The maverick over-the-wire balloon was removed and replaced with a rotablator 1.5 mm burr. The procedure was completed successfully. No pt injuries or complications were reported. Pt status is reported as 'good'.